Event description:
During the rewarming phase of ivtm therapy on a 52 years old male patient, the customer noted that the bottom cap on the air trap of the start-up kit (suk) (lot #unknown) was separated and saline leak got into the thermogard ivtm system (sn unknown). The thermogard ivtm system did not generate an alarm or error message but it was sent to the hospital's biomed engineer for service. The event occurred 30 minutes into the rewarming phase treatment. The suk was replaced and another thermogard ivtm system was used to complete the ivtm therapy without any issues. No consequences or impact to the patient.

Manufacturer narrative:
The thermogard ivtm system associated with this complaint was evaluated by customer's biomed engineer and it passed all testing without any error or fault. Product is not returned and no action required by zoll.